Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-aug-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2021 that the leads were not working for years so the patient had the battery removed. At removal, the lead on the right side was unremovable. The left side was still on the spine.